Event description:
It was reported that this device showed eri status approx. 56 months after the implantation. The ICD will be changed. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Device was explanted and returned for analysis. No explant date was provided. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. The premature battery depletion could be confirmed during analysis.